Manufacturer narrative:
Engineering evaluation of the returned instrument noted the failure mode is attributed to shear of the t-20 drive feature due to torque overload. The overload can be attributed to lack of bone preparation described in the complaint - the surgeon did not tap the bone prior to insertion of the bone screw and thus incurred excessive insertion torques. Review of manufacturing history records found a total of 3 pieces of this lot were released for distribution on august 21, 2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of tip breakage for this part number. As the root cause of the reported breakages are attributed to overload due to lack of bone preparation the need for corrective action was not indicated. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2015-00088 / 00091).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2015-00088 / 00091). Evaluation in process but not complete

Event description:
It was reported that the patient underwent an l2-ilium fusion procedure approximately 2 years ago. Revision was performed on (B)(6) 2015 for an osteotomy at l3 with a fusion from t10 - ilium. After removal of previously implanted 7.5mm x 50mm, 55mm & 80mm screws, while attempting to implant new 8.5mm x 50mm, 55mm & 80mm reform polyaxial screws the tips of four drivers broke. The tips were able to be removed from the head of the screws and the procedure was completed using additional drivers readily available. It was noted that the doctor mentioned he could tap to 8.5mm, but felt the 7.5mm holes already existing from removal of previously implanted screws was adequate.